Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is an estimate, the exact date was not provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the common femoral artery using the preclose technique prior to a thoracic aneurysm procedure. The arteriotomy was 5fr. Half of the foot plate broke off during suture placement. It was confirmed that the detached foot plate was not in the patient's anatomy and there was no medical intervention required. The sutures of two additional proglide devices were placed using the preclose technique. The sheath was upsized to 14fr and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined it is possible the foot detachment may have resulted from rotation of the device with the foot open such that the torsional load exceeded the foot strength; however this could not be confirmed and a conclusive cause for the foot detachment could not be determined. The treatment appears to be related to circumstances of the procedure as another proglide was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.